Manufacturer narrative:
B3: event date unknown. One sample and three photos were received for evaluation. The reported issue was not detected in the photos provided. The samples were received unused. Upon visual inspection, a particle were found embedded in the housing. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that before and during use, the patient found a foreign object in the device. The patient circled the area where the foreign substance was found. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harm.